Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced high blood glucose level of over 600 mg/dl. Customer¿s blood glucose level was 400 mg/dl. Customer did not report symptoms related to high blood glucose. Blood glucose value was 429mg/dl when set fell out. Customer called doctor last night because urine was moderate ketones. At hospital, it had come down because of boluses. Customer was bolusing with pump. Customer stated she was too tired as she was in hospital last night for high blood glucose value. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.